Event description:
Reporter calling to report that her kroger pill pack/dispenser is "highly dangerous" and she has concerns about the poor design and functionality of device. Reporter states her pill pack/dispenser was purchased at kroger stores with a disc-shape that looks like "slices or wedges of citrus" fruit. The pack contains a button that when pressed rotates each separate pill compartment or "wedge" to present the medication that is to be taken at the specified time. Reporter states that after pressing this button to rotate the disc, her "small and medium-sized pills jumped and juggled" between compartments without her knowledge. As a result, she accidentally "overdosed" on topamax, levothyroxine, metformin, and lisinopril. She reports her blood glucose level dropped to 61. She also experienced "heart racing, sweating" and increased energy. Reporter did not realize that the pills were jumping and juggling compartments until it was time to take a particular medication but the compartment did not contain the pill it was supposed to. Reporter purchased two of these packs/dispensers and believes that each has malfunctioned in this fashion. She has quality concerns about this product and fears that others may be harmed unknowingly because the dispenser is juggling pills between compartments when the disc rotates to present medication.